Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Visual summary analysis of the lead indicated stretching. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The inner insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7122 competitor implantable defibrillation lead (B)(6) 2012; 511211 competitor implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it took a dozen rotations to retract the helix. Fluoroscopy showed that the helix was retracted but the lead continued to hang on to atrial tissue. Once the lead was removed, it was discovered that the helix did not fully retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.